Manufacturer narrative:
(B)(4). Additional PMA/ 510(k): k011028, k013227.

Event description:
It was reported that implant (tsvwh13) was removed due to bone loss. Implant felt loose and patient was uncomfortable. Tooth location 5.

Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 13mm (tsvwh13) was returned for investigation with its healing screw attached. Visual inspection of the as returned product identified signs of wear due to use around the external threads and the collar. There was presence of dried blood and bone residue around the implant. The implant had no apparent damage or malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was measured with calipers (cal1831 cal due: (B)(6) 2020) and was verified to match specifications per pd-tsvwh13 rev h. No pre-existing conditions were noted on the per, the patient had unknown bone density. The customer reported the patient was loose/uncomfortable, which will not be investigated, as it is a symptom of the bone loss event. The reported device was located on tooth # 5 and was implanted for 9 years 11 months. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (61274294). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61274294) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss) or device (tsvwh13). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h4: manufacturer date h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.